Event description:
It was reported that this device was beeping. It has been implanted less than a month. Technical services discussed this. The device remains implanted. There were no additional adverse patient effects.